Manufacturer narrative:
Root cause: the root cause for the reported issue that device had user error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025 at 2100, a clinician attempted to use the syringe module and ¿it would not turn on.¿ an IV fluid was running on another module on the same system. The syringe module was removed and sent to biomed where level testing was performed and no issues were found. The involved pcu was not sequestered. It was reported ¿the nurse realized the pcu was not fully plugged in and once plugged in a new syringe module it worked fine.¿ customer stated this was ¿user error¿ and biomed felt ¿the alaris syringe module was not latched or correctly, attached.¿ there was patient involvement but the outcome is unknown.